Event description:
It was reported that a spectrum pump had no audio output during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.